Manufacturer narrative:
Conclusion: based on limited information from the voluntary medwatch, including no identification of the relevant lot number, contact information of the initial reporter, or identification of the implanting physician, a relationship between the event and strattice could not be determined and follow up could not be performed. Due to lack of information, strattice as a contributing factor cannot be determined. Lifecell reports the event in an abundance of caution. Should additional information be reported, a follow up adverse event report will be submitted; otherwise this investigation is concluded.

Event description:
It was reported to allergan product surveillance on 06 august 2018 that voluntary medwatch report mw5078619 had been submitted. According to the report, "a strattice biologic mesh was implanted in (B)(6) 2014 due to abdominal hernia and stoma prolapse. Since (B)(6) 2014, the hernia and prolapsed stoma reoccurred 2x's afterwards causing severe pain and add'l repair surgeries in 2015, and 2018 being scheduled currently. The strattice biologic mesh in the repair surgeries was not removed for whatever reasons, but continue to cause problems because it is not supporting the abdominal wall to stop the hernia and stop the stoma from prolapse and reoccurring even though the site of the mesh was relocated and a new mesh placed. Hernia/prolapsed stoma are getting larger in each occurrence. Symptoms: severe pain, loss of appetite, abdominal disfigurement (hernia/stoma size of a grapefruit currently); depression and anxiety in rarely attended social occasions. I am a high risk pt with multiple chronic health issues and eventually due to this and my age (B)(6), will be risking my life each time any surgery is performed in this stage of my life. If a repair surgery goes ignored, I risk hernia strangulation and/or intestinal blockage. I live in a world constrained to the seclusion of my home 95% of the time. The problem did not stop after the person reduced the dose or stopped taking using the product. The problem returned if the person started taking or using the product again." Concomitant medication includes "CPAP and 02 machines, ostomy products, levemir, novolog, metformin, gabapentin, pristiq, aspirin 81mg, tylenol, benadryl. No strattice lot number, health care center, or health professional information was provided.